Event description:
Subsequent to the initial medwatch report being filed, additional information from cine review shows the stent was damaged.

Event description:
It was reported that the procedure was to treat a heavily calcified distal left anterior descending artery. A 3.5 x 28 mm xience xpedition stent was deployed. During removal of the stent delivery system, there was resistance felt and the balloon caught on the deployed stent and separated. A snare device was used in an attempt to remove the separated balloon however it could not be retrieved. The separated balloon remained in the patient and the patient had a myocardial infarction and expired. No additional information was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported stent damage could not be confirmed in a testing environment as the stent was not returned for analysis. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed the lot met all release testing specifications. Based on an expanded investigation, it was determined that the most likely cause of this complaint was an incomplete balloon proximal seal during the subassembly manufacturing process, which, in the context of the procedure, when force was applied resulted in the balloon separating. The investigation concluded that there was no indication that a wider population of product was impacted. The performance of these devices will continue to be monitored. Additionally, the cine was received and reviewed by an abbott vascular clinical specialist. The clinical specialist confirmed that there was a separation of the shaft of the stent delivery system confirmed by the distal marker being maintained in the stent and the apparent debris at the distal stent. It is also confirmed that there was interaction with the stent during removal of the stent delivery system, confirmed by the malformation of the stent. The initial deployment of the stent does not have the malformation present noted in the later images. The snare may have impacted the result of the malformation of the stent but it is not confirmed.